Event description:
It was reported a balloon burst during thrombolysis of a blocked arteriovenous shunt procedure. Upon removal of the balloon catheter through the introducer sheath it was noted the balloon had detached from catheter shaft. The pt's condition is stable. This device has not been received for eval. Therefore, no failure analysis is available. Attempts to obtain further details about this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details regarding the circumstances surrounding the event, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."